Event description:
Customer reported change unit of measurement from mg/dl to mmol/l on their freestyle meter. Customer reported experiencing symptoms of dizziness and light headedness. Customer also reported calling paramedics because she fell due to low blood sugar. Customer reported being diagnosed with diabetic ketoacidosis and her doctor adjusted her insulin dosage. It is unk who made the diagnoses and when the customer saw her doctor. There was no report of third party medical intervention.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the letter.